Manufacturer narrative:
Conclusion: the device history record for valve (B)(6) and valve (B)(6) were reviewed and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without imaging from pre-implant, during the procedure and post-implant, a root cause for the incomplete expansion cannot be determined. Per evolut instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." It was reported in the event description that two balloon aortic valvuloplasty (bav) were performed, however, the paravalvular leak (pvl) and hypotention remained. On the second bav, the valve dislodged. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Hypotension is a known potential adverse effect per IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A second valve was then deployed deeper than the first valve. However, both hypotension and the pvl still remained. Another bav was performed. When the balloon was removed the paddled snagged on the outflow crown. A larger valve was implanted at the appropriate depth with a significant reduction of the pvl to mild. In this event, the most likely cause for the severe pvl was potentially due to the valve being too small, as the third valve implanted was a larger valve, which reduced the pvl to mild. No mitigating treatments or procedures were required by physician to address the issue, there was return of adequate blood pressure and no other adverse effects were reported. Additional information stated that the hypotension was the result of a heavily calcified stenotic native aortic valve. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the hypotension was caused by a heavily calcified stenotic native aortic valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: e volutr-26-us, serial/lot #: (B)(4), ubd: 03-sep-2021, UDI#: (B)(4). Product analysis: the devices remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, the valve was loaded and a good load was confirmed. Upon crossing the native valve, the patient became hypotensive and the valve was deployed to 80%. The valve appeared constrained and the patient remained hypotensive with severe paravalvular leak (pvl). The valve was fully deployed. A post-implant balloon aortic valvuloplasty (bav) was performed. Following the bav with a 20 mm balloon, little change in was noted. A second bav was preformed with a 22mm balloon. The valve then popped up but was still was at a shallow depth within the annulus. Hypotension remained with severe pvl. A second 26mm transcatheter bioprosthetic valve, was deployed at a deeper depth below the inflow portion of the first valve. Hypotension and severe pvl remained. Another bav was performed using a 22mm balloon. Upon removal of the balloon, the balloon snagged the outflow crown and paddle. The balloon pulled both implanted valves into the sinus of valsalva. A larger 29mm transcatheter bioprosthetic valve, implanted at the appropriate depth of 3 to 5mm, with a significate reduction in pvl and the return of an adequate blood pressure and cessation of chest compressions. No additional adverse patient effects were reported.